Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the device was received and forwarded to the supplier for evaluation. The device appears in a used but as expected condition, the active tip of the device shows signs of activation with some procedural debris around the back of the active tip. There was also some evidence of residual saline remaining within the suction tube. The device was not returned in its original packaging. There is no visible damage to the shaft or handle of the device. The device passed all electrical and hipot tests. The customer reported that the suction of this rf probe was not working. During investigation the device was connected to a suction unit and the device extracted 79.5ml of liquid over the course of a minute. The requirement is that the device should extract between 150ml and 260ml per minute. A partial blockage of the device has been confirmed. A leak test was performed on the device with no leak detected between the internal metal active suction tube and the flexible external suction tube. During leak testing there was no sign of leaking in the handle that would have reduced the suction performance which suggests the tip is blocked with normal procedural debris and is not related to any manufacturing error. This complaint can be confirmed. From the investigation we have determined the customer¿s suction problem to have been caused by normal procedural debris (no manufacturing defect was found) therefore no corrective actions could be defined by gyrus to implement. A review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. A review into the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported the suction of the rf probe was not working. There was no harm to the patient. The procedure was completed with a like product with three (3) minute delay.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate lot: added lot number.